Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Based on the reported information, physio control has determined that the likely cause of the reported issue was the lid assembly, which resulted in the missing magnet. A replacement lid has been sent to the customer. No evaluation.

Event description:
The customer contacted physio-control to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, the a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use reported with the event.

Manufacturer narrative:
Section d4 of initial medwatch report 001 indicates: lot/serial no. Unknown. Section d4 of initial medwatch report 001 should indicate: lot/serial no. (B)(6).

Event description:
The customer contacted physio-control to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, the a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use reported with the event.